Event description:
It is reported that samples of aquacel extra, aquacel heel foam and no adhesive aquacel foam was provided to the nursing home to use on pts' leg ulcers. Feedback provided form complainant indicated that they had stopped using the dressings because they had found them to stick to the leg ulcer wounds of 2 different pts. They had used the aquacel extra and aquacel foam together ( no other foam was used) and bandaging to hold the dressings in place and the ulcers were moderately exudating. The nurse tried the dressings twice, but found the aquacel stuck both times for the gel that had formed with exudates from the wounds had dried and hardened which was very difficult to remove resulting in extreme pain to pt. The nurse then discontinued use of aquacel. The pt later died of an unrelated issue. Lastly, the pt was provided treatment to ulcers which were heavily exudating - each was covered by a 10x10 aquacel extra dressing with 15x20 non-adhesive secondary dressing. Note: this report represents pt #2 and is related to pt identifier#: (B)(4) reported under manufacturer's report #: 1000317571-2014-00033.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information received via (B)(4) dated (B)(4) 2014 is stated as follows: "finally I have the info from (B)(6) nursing home regarding the pts' on whom the aquacel stuck. There are some details she either couldn't or wouldn't give to me, and one of the pts died of an unrelated issue some time ago, and their file has been closed and 'sent off' so she no longer has access to the information. The incidents apparently happed at the beginning of (B)(6), but I didn't find out about them until my last visit on (B)(4). The nurse could only talk to me for 10 mins as she was still very busy. The nurse was not absolutely sure, but said the dressings were applied in the week following my visit on (B)(6), which would mean the dressings were applied in the week beginning (B)(6)." No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.